Event description:
It was reported that the device was returned for repair. Analysis of device found a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found a damaged downstream occlusion (dso) seal. The event history log was downloaded and reviewed. Functional testing found the dso seal was damaged. The dso seal was replaced to address the primary problem.